Event description:
I had breast implants placed on (B)(6) 2011. Beginning in (B)(6) 2024, I began having symptoms, which have grown progressively worse: fatigue, gastritis, colitis, diarrhea, abdominal cramps, joint pain, nerve pain, muscle pain, headaches, cognitive fog. I now have a gastroenterologist (gi) doctor, neurologist, rheumatologist, orthopedics, physical therapy (pt), acupuncturist. I have been diagnosed with hashimoto's, fibromyalgia, and arthritis now. Am on disability and unable to work and function. Reference report:mw5165280.